Event description:
The device was used during a subtotal colectomy without incidence. Three hours post-op the anastomosis started to bleed. The patient was taken back to surgery. When the abdominal cavity was opened the surgeon noted that the staples were malformed. The patient lost 2000ml of blood as a result of this event.